Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and parts were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional part replaced during service: male 1/4 connector tube (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit for the past six months (03/26/2015 to 09/22/2015) did not observe any significant trend. ¿the trend for the product malfunction code of odor/smells was completed from october 2014 through september 2015 and did not observe any significant trend. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the male 1/4 connector tube was returned and visually inspected. The male 1/4 connector tube was damaged. The reason for return of the male 1/4 connector tube was confirmed. The assignable cause of the odor/smells issue is the male 1/4 connector tube. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.